Manufacturer narrative:
MFR ref# (B)(4). On (B)(6) 2016 it was observed that the evaluation information in the previously submitted MDR is incorrect and a supplemental MDR is required. The initial MDR stated "the device was found out of specification in relation to the system error 348 alarms which were reproduced". The statement was incorrect and should have stated "the device was found out of specification in relation to the system error 348 alarms which were not reproduced".

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 348 alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing lower hook switch to be the cause. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 348. Any patient involvement, injury or medical intervention is unknown.